Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of peritonitis was not reported. On an unreported date, the patient began treatment with unspecified antibiotics for peritonitis. The patient was recovering from the peritonitis. The dianeal therapies were ongoing. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. A review of all batch record documents was performed for potentially associated lot number gd895755 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.